Manufacturer narrative:
Customer complaint of failure to sense and noise problem was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator. Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited noise. After the pocket was closed, the noise was still existent and the icm failed to sense. The icm was explanted and replaced. The patient was stable.